Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it contained the device of different hardness. It was also stated that the wrong size was incorrectly packed.

Manufacturer narrative:
The reported event was unconfirmed since the product meets specifications. Three unopened malecots were returned in their original packaging all three malecots were measured and were found to be 14 french meet specifications. As the french size was found to be 14 french for all three catheters, there does not appear to be a relationship between the reported event and the device. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it contained the device of different hardness. It was also stated that the wrong size was incorrectly packed.